Event description:
Received info on (B)(4) 2006 of this event where the daughter of (B)(6) woman reports her mother fell when a wheel cracked while using a walker with wheels. Pt was admitted to the hospital with shoulder and facial bruising but no broken bones and was released after less than 23 hours. The wheels had been the subject of a recall for failures. The distributor reports that a letter giving notice of this recall had been mailed to the pt and has not been returned. The family denies receiving the letter. Neither the walker nor the wheels have been returned to sunrise medical for eval.